Manufacturer narrative:
This report is submitted on march 15, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use, resulting in the decision to explant. The device was explanted on (B)(6) 2018.